Event description:
It was reported that patient presented in hospital after receiving inappropriate high voltage therapy due to noise observed on the ventricular channel. Physician made the decision to disable tachy therapy and provided patient with lifevest. The lead replacement was planned. The patient condition was stable.